Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  There is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. Additionally, there is a possible causal relationship between the reported leak at the patient connector and the peritonitis. However, no additional information was obtained as to the date the peritonitis was diagnosed, the culture results, or a suspected cause. Furthermore, no sample was returned to the manufacturer for evaluation of the reported leak. All dialysis treatments include a risk of infection due to the decreased immune defenses in dialysis patients and the dialysis techniques increasing potential for microbial contamination. Based on the available information, the liberty cycler set cannot be excluded as causing or contributing to the patient¿s peritonitis event.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient reported an air detected in cassette alarm during treatment on the liberty select cycler. Fluid was discovered during drain zero. The patient pressed the blue pin closest to her and a leak began from the connector furthest from her. The patient was utilizing a liberty cycler dual connect set. The air detected in cassette alarm occurred prior to the visible leak. During follow-up on (B)(6) 2022, the patient reported being in the hospital with peritonitis. The patient stated she was receiving antibiotics with continuous ambulatory peritoneal dialysis (capd). Additionally, the patient was completing hemodialysis (hd). Attempts to obtain additional information were unsuccessful.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient reported an air detected in cassette alarm during treatment on the liberty select cycler. Fluid was discovered during drain zero. The patient pressed the blue pin closest to her and a leak began from the connector furthest from her. The patient was utilizing a liberty cycler dual connect set. The air detected in cassette alarm occurred prior to the visible leak. During follow-up on (B)(6) 2022, the patient reported being in the hospital with peritonitis. The patient stated she was receiving antibiotics with continuous ambulatory peritoneal dialysis (capd). Additionally, the patient was completing hemodialysis (hd). Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient reported an air detected in cassette alarm during treatment on the liberty select cycler. Fluid was discovered during drain zero. The patient pressed the blue pin closest to her and a leak began from the connector furthest from her. The patient was utilizing a liberty cycler dual connect set. The air detected in cassette alarm occurred prior to the visible leak. During follow-up on (B)(6) 2022, the patient reported being in the hospital with peritonitis. The patient stated she was receiving antibiotics with continuous ambulatory peritoneal dialysis (capd). Additionally, the patient was completing hemodialysis (hd). Attempts to obtain additional information were unsuccessful.